Manufacturer narrative:
Concomitant products: equinoxe reverse 38mm humeral const liner +2.5 (cat# 320-38-13 / serial# (B)(6)). Equinoxe reverse 38mm glenosphere (cat# 320-01-38 / serial# (B)(6)). Equinoxe reverse tray adapter plate tray +5 (cat# 320-10-05 / serial# (B)(6)). The reason for the revision is likely due to the disassembly of the torque defining screw and thus the humeral tray and liner assembly from the humeral stem and wear of the humeral liner. Potential contributions may include patient conditions, incomplete seating or forces on the underside of the humeral tray at the time of implantation secondary to unintended contact with protruding bone, or an issue with insufficient application of torque or cross-threading of the screw during assembly. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, approximately 4.5 years post initial tsa, the 73 year old patient tray snapped loose from the preserve stem and was loose in patient's arm. The screw and poly liner remained attached to the tray. Patient was loading a truck when the event occurred. Patient developed soreness and sharp pain with inability to lift his arm and a pain level of 9 out of 10. Patient was revised to 42mm +4 gelnosphere, +10 humeral tray, 42 +2.5 liner. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays received. The device will be return for evaluation.